Manufacturer narrative:
Complaint no: (B)(4). During follow up with the nurse, they stated that treatment with cefotaxime (1 gram, frequency and duration remain unreported) and ancef (1 gram, frequency and duration remain unreported) began on the same day as onset of peritonitis. Treatment with vancomycin (2 grams, frequency and duration remain unreported) began 9 days after onset of peritonitis. All treatments were stopped on an unspecified date by the end of (B)(6) 2015. The patient recovered from the event on an unspecified date by the end of (B)(6) 2015. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake/ touch contamination. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the peritonitis event. On an unreported date the patient was treated with intraperitoneal (ip) vancomycin (dose, frequency and duration not reported), ip ancef (dose, frequency and duration not reported) and ip cefotaxime (dose, frequency and duration not reported) for peritonitis. Pd therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event. Ten days prior to receipt of this report the patient was retrained on the proper aseptic technique. No additional information is available.